Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation. (Omsc) received a literature titled "clinical significance of the muscle-retracting sign during colorectal endoscopic submucosal dissection". The literature reported the result of 357 patients with colorectal neoplasms of endoscopic submucosal dissection (esd) procedure using olympus kd-630l or non-olympus device from june 2002 to june 2007. In the subject case, 7 cases of perforation occurred. Omsc will submit a medical device report (MDR) depending on the event.